Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by caller that the patient device didn't seem to help. They stated that when patient stand up they pee however when sitting on toilet they couldn't pee. During call, it reviewed how to use patient programmer to increase to see if that helped or did anything for patient. Patient noted that they are able to empty bladder. And that they had device turned off for awhile. No further complications were reported or anticipated.